Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting leads into the header ports of the device. The leads were able to be fully inserted and the device was successfully implanted.